Event description:
It was reported that "during catheter insertion, fruitless attempt to remove the metallic guide wire. Loss of integrity of the guide wire. The entire catheter has to be removed together with the guide wire." Required new puncture-no clinical consequences to patient reported.

Manufacturer narrative:
86-record review . 100-a review of the manufacturing records indicated all device specifications and quality requirements were satisfied. Received one intact 13.5f 24cm silicone double lumen short term catheter with stylet in venous lumen. When removed from the catheter the stylet had several bends and kinks. One kink that was caused by closing the blue extension clamp. Also received was one 0.035"70cm "j" flex guide wire in two pieces. The wire is bent, broken and uncoiled. The guide wire is in a condition that made analysis impossible. We are unable to determine the cause or factors which contribued to this event.